Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of the affected batch. The assembly process was reviewed. If the needle pierced through catheter occurred in the manufacturing process, the defect would be detected and auto rejected by the inline tip spear vision inspection system. Review of the DHR showed that the tip spear vision system is challenged every shift with no abnormality observed. As current control there is a 2 hourly in-process visual inspection for damaged components for catheter and outgoing inspection in place to check for catheter air-water leak test and damage components for catheter. As the sample was used, needle pierced through catheter could happen due to improper insertion technique during product application. As there is no abnormality during the production run and no samples were returned for investigation, root cause could not be determined. The complaint will be re-opened and re-investigated if sample is returned.

Event description:
Email received stating the following, "we have had a couple of concerns with some of the tubing splitting inside the patient. It has happened 3 times but at this stage unable to identify which batch, but we have got it down to 2. Each time it happened the staff tested the cannula to unstick and there was no split when they went in, but they had trouble advancing and when they pulled it out the tubing was split. I have attached a photo of this for your reference. I have also attached the 2 batch numbers we believe it is from one of them, however we haven¿t had any more to clarify which one. The batch numbers are 3269070 and 3149868". Pictures attached. Suggested possible user error when loosening the stiction of the ivc and to encourage staff to loosen stiction only a coupe of mms. Also confirmed this has occured with x2 different staff members.

Event description:
It was reported that bd nexiva 22 ga x 1 in single port catheter split the following information was provided by the initial reporter: email received stating the following, "we have had a couple of concerns with some of the tubing splitting inside the patient. It has happened 3 times but at this stage unable to identify which batch, but we have got it down to 2. Each time it happened the staff tested the cannula to unstick and there was no split when they went in, but they had trouble advancing and when they pulled it out the tubing was split. I have attached a photo of this for your reference. I have also attached the 2 batch numbers we believe it is from one of them, however we haven¿t had any more to clarify which one. Pictures attached. Suggested possible user error when loosening the stiction of the ivc and to encourage staff to loosen stiction only a coupe of mms. Also confirmed this has occured with x2 different staff members.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.